Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between sensor glucose values and blood glucose values, change sensor/bad sensor, sensor updating/sg not available. The customer reported blood glucose value of 450 mg/dl. The event involved product(s) mmt-7040a. Customer received a change sensor alert. Troubleshooting was performed and confirmed customer received the reported issue discrepancy between sensor glucose values and blood glucose values, insulin delivery was suspended due to the difference. Customer is unable to run a transmitter test and/or test passed. Customer was advised to try another sensor. Explained sensor may have no longer been responding to glucose changes. No further patient complications were reported. It was unknown whether continued using the device or not. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.